Event description:
During a coronary stent procedure of a circumflex lesion, crossing difficulties were encountered. The physician was not able to pass the delivery/stent device through a curve next to the lesion. The shaft of the catheter broke while attempting advancement and was removed without incident. Another stent was used to complete the procedure. No pt injuries or complications were reported.